Event description:
Procedure: tonsillectomy. Reportedly, the handpiece was being used on a setting of 30/30 blend and a small flame occurred at the device tip. The settings were changed to 25/25 and the small flame recurred. The procedure was finally finished on the settings of 20/20 blend. Based on the report the pt sustained blisters on the roof of the mouth and some charring on the left side of the tongue.